Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and impedance varies between 500 and 1500 ohms between (B)(6) 2012, and 700 to >3000 ohms between (B)(6) 2012. A trial lead impedance warnings occurred (B)(6) 2012.

Event description:
It was reported that there was an atrial lead warning and it was noted that there were out of range impedance measurements. The atrial threshold was also slightly elevated. Isometrics were not able to provoke lead impedance changes. The patient is scheduled to be seen and it will be determined whether the atrial lead will be turned off. The patient does not use the pacing function of the device. The lead remains in use. No patient complications have been reported as a result of this event.